Event description:
Box says masks won't protect from virus. Wearing a mask caused me to have a panic attack. The fuzz in the mask makes me cough I cannot wear it properly as it itches and I have to adjust it constantly. This has been happening this entire year. Wearing the mask has caused emotional and physical issues for me. I have not gotten the virus and only wear the mask where required. Never outside only in a store. No one has proven to me they are effective. FDA safety report ID# (B)(4).